Event description:
The pump was reportedly vibrating in the patient's swimming trunk pocket and when it was removed it was very hot to the touch. He gave the pump to his mother who then removed the battery cap and battery and felt that the battery was also hot to the touch. The patient's mother also noticed that the bolus button cover was missing. The patient's mother says her son sustained a very mild burn mark on his upper right thigh. The mother said the patient did not have any blisters and the skin is mildly pink/red. She denies that the patient required medical intervention. The patient's mild burn is not indicative of a serious injury as it did not require medical intervention however this complaint is being reported because the pump was reportedly very hot to the touch.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the subject battery was not returned with the pump for investigation. On examination, the battery compartment and battery cap were noted to be intact without evidence of either physical or moisture damage. Visible moisture was noted in the display lens. On testing, the pump failed to power on preventing functionality testing. The pump cover was removed for investigation and revealed moisture damage to the internal printed circuit board.